Event description:
In (B)(6) 2011, the aaa (55mm in minor axis) was confirmed in a (B)(6) male pt. In (B)(6) 2011, the pt underwent aaa repair using zenith products. Explanation of both the common iliac arteries was confirmed as well, so the physician coil embolized both the internal iliac arteries first, then placed a main body and two iliac leg grafts. No endoleak was confirmed and the procedure was completed. Endoleak was confirmed and the procedure was completed. Endoleak, stenosis or kink of the iliac leg grafts, growth of the aaa were not confirmed at any follow-up exams, and the pt was doing fine. Around (B)(6) 2013, the pt started feeling pain in the lower right leg. The pain was diagnosed as the lumber hernia first, but it didn't improve. In (B)(6) 2013, stenosis of the right iliac leg graft was confirmed. Blood flow was improved by removal of thrombus using a 4fr fogarty catheter, but no stenosis or kink in the stent graft of the external iliac artery was confirmed by angiography. The physician confirmed high grade stenosis with thrombus at the entrance of the leg, so he ballooned there and removed the thrombus using a 5fr fogarty catheter. However, the stenosis was not completely resolved. So he placed another MFR's stent (8mm x 4cm) to get better patency. He confirmed there was no peripheral embolization and completed the procedure. The pt is doing fine without re-stenosis.

Manufacturer narrative:
Event evaluation: each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regard to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects anatomical criteria, anatomical conditions, importance of accurate placement, specific to this case zenith ifus state. "Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization " the failure mode assigned to this case is occluded by report the patient began to experience symptoms indicative of occlusion over 1 year+ after a zenith endovascular procedure. Secondary minimally invasive treatment was necessary. No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information, a definitive root cause can not be determined or reported at this time. There is no evidence to suggest that the device design or functionality contributed to this event. The event was trended as moderate harm to the patient we will continue to monitor for similar complaints and notify the appropriate internal personnel.

Manufacturer narrative:
(B)(4). The event is currently under investigation.